Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2018. Of note, the serious injury would have been submitted via a bimonthly submission pursuant to a1996009, and it would have been due april 10, 2018. As of march 08, 2018, these reports for this product are being transitioned to a 30-day reporting timeframe. Concomitant medical product: 3058 interstim urinary mgu lead implanted (B)(6) /2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's incision has opened up, wound dehiscence present. The absorbable antibacterial envelope remains in use. No further patient complications have been reported as a result of this event.